Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. A, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has had previous complications with their left ventricular assist device due to infection. The onset of the patient's infection was (B)(6) 2025. The source of the infection was from the patient's driveline where staphylococcus aureus cultures were present. The patient required intravenous IV antibiotics and debridement with wound vacuum placement, chronic suppression with doxycycline. The patient had requested no further hospitalizations and was receiving care at home from their spouse. The patient was admitted for respite care yet had a rapid decline over the last few days. The decision was made that it was time for withdrawal of support. The patient passed away on (B)(6) 2026. The outcome was not considered to be device related and the device operated as expected at the time of the event.